Event description:
It was reported that an (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 375cc and experienced bilateral rupture. Rupture was confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.